Event description:
It was reported that, during a cardiac ablation procedure, repeated pump communication errors occurred and multiple pump reboots were required. After pulmonary vein isolation was completed, the error could not be cleared and the pump would not power on despite exhaustive troubleshooting efforts, including attempted reboot, and a loud harsh tone was noted. There was no back up pump available so the ablation procedure was aborted. It is unknown if the patient was under general anesthesia at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.